Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported that a patient underwent a kidney calculus removal followed by stent insertion procedure. The device in use was a filiform double pigtail ureteral stent set. The attending physician stated that she was pushing the stent over the guide wire, through the scope, when she noticed the stent was kinking. Upon retraction of the stent and wire, the distal tip of the stent broke off. This incident occurred before the device could be inserted into the patient. The physician thinks it may have broken where the tethers are located. The tethers were removed by the scrub nurse prior and she may have broken them off instead of cutting them off. Another manufacturer's stent was used to complete the procedure. No harm was done to the patient and no additional procedures had to be performed. No further information was provided.

Manufacturer narrative:
Investigation - evaluation: a review of the device history record, complaint history, drawing, and specifications; and visual inspection, and dimensional verification of the returned device were conducted during the investigation. Visual inspection and dimensional verification of the returned device confirmed that the proximal coil has been severed between the fifth and sixth sideports, and the point of separation had mating fractures. It appeared that the stent has been cut during tether removal. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. Complaint history query revealed this complaint to be the only reported complaint associated to the complaint lot number. Review of the device history record shows no nonconforming events which could contribute to this failure mode. Based on the provided information, inspection of returned product, and the investigation, the most likely root cause is related to product use or handling. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.